Event description:
It was reported that a patient underwent a post-operative complication after a revision surgery. There was persistent medial scapular and deep shoulder pain. Emg findings preop indicated chronic c5 radiculopathy and denervation of infraspinatus muscle. The patient is currently taking over the counter medication.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.